Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and was defective on the power module device. It was further determined that the yellow led flashed and the device could not be fully charged. It was further determined that the device failed pretest for saw- test, function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the device could not fully charge. It was further reported that the device displayed as charge; however, the device could not charge fully. A spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 1/11/2018 in the initial report. The date returned to manufacturer was corrected to 1/10/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.